Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Corrected information: a2 (date of birth). This report includes information known at this time. A follow up report will be submitted should additional information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Catalog number, filter type and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a report from computed tomography (CT) dated 06aug2018, "findings: an ivc filter proximal tip is in the axial plane of mid l3, grossly normally oriented however caudal prongs protrude beyond the lumen; 1 slightly anterior and primarily medially extends beyond the lumen by 4.5 mm and abuts the outer margin of the aorta; grossly otherwise non complicated; a prong caudally more towards the 4:00 position protrudes slightly beyond the lumen by approximately 1 mm and another at approximately the 5:00 position extends 4.5 mm beyond the lumen and abuts the annulus of the adjacent vertebra: 2 other prongs 1 antral lateral at the ll:00 position and other posterolateral at the 8:00 position extend approximately 1.5 mm beyond the lumen; other than protrusion beyond the lumen; abutting of the aorta of a single prong." "Impression: 1. Ivc filter proximal tip in the axial plane ofl3; oriented; caudal prongs extend beyond the lumen as discussed; 1 medially abuts the outer margin of the aorta; grossly non complicated. 2. Slight dissection of the atherosclerotic, ectatic infrarenal abdominal aorta; not at the level of the prong abutting the aorta; grossly non complicated".

Manufacturer narrative:
Customer (person) not provided, information provided by (B)(6). Reporter occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that the patient received an unknown cook filter and is alleging organ perforation. Hospital and medical records have not been provided.